Event description:
It was reported that the health care professional (hcp) called in for review of non-sustained ventricular episodes for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services reviewed and there was inappropriate anti-tachycardia pacing (atp) due to intermittent oversensing with some true atp however, there was no inappropriate shocks. There was intermittent noise on both the right ventricular (rv) channel and shock channel. The patient has a good underline rhythm therefore, there was no pacing inhibition. Additionally, it was noted that the patient is very anxious. Ts discussed troubleshooting as this appears to be going on for a while. At this time, the device and rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and found through left arm adduction, the noise could be re-created. Technical services discussed possible causes. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of non-sustained ventricular episodes for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services reviewed and there was inappropriate anti-tachycardia pacing (atp) due to intermittent oversensing with some true atp however, there was no inappropriate shocks. There was intermittent noise on both the right ventricular (rv) channel and shock channel. The patient has a good underline rhythm therefore, there was no pacing inhibition. Additionally, it was noted that the patient is very anxious. Ts discussed troubleshooting as this appears to be going on for a while. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called in for review of non-sustained ventricular episodes for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services reviewed and there was inappropriate anti-tachycardia pacing (atp) due to intermittent oversensing with some true atp however, there was no inappropriate shocks. There was intermittent noise on both the right ventricular (rv) channel and shock channel. The patient has a good underline rhythm therefore, there was no pacing inhibition. Additionally, it was noted that the patient is very anxious. Ts discussed troubleshooting as this appears to be going on for a while. At this time, the device and rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and found through left arm adduction, the noise could be re-created. Technical services discussed possible causes. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of non-sustained ventricular episodes for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services reviewed and there was inappropriate anti-tachycardia pacing (atp) due to intermittent oversensing with some true atp however, there was no inappropriate shocks. There was intermittent noise on both the right ventricular (rv) channel and shock channel. The patient has a good underline rhythm therefore, there was no pacing inhibition. Additionally, it was noted that the patient is very anxious. Ts discussed troubleshooting as this appears to be going on for a while. At this time, the device and rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and found through left arm adduction, the noise could be re-created. Technical services discussed possible causes. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.